Event description:
In 1995, becker mentor implant 600cc, 150cc gel and 250cc saline used to reconstruct left breast ca post mastectomy. In 2007, 11 years post reconstruction intracapsular rupture. The next month, removed and replaced implant with silicone mentor.